Event description:
After further review an initial emdr for this complaint was incorrectly submitted. In this complaint the printer is not working which makes it non reportable to the FDA. As a result no follow up emdr is necessary. Please cancel it in your database.

Manufacturer narrative:
After further review an initial emdr for this complaint was incorrectly submitted. In this complaint the printer is not working which makes it non reportable to the FDA. As a result no follow up emdr is necessary. Please cancel it in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had post ppm repairs. There was no patient involved.